Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown set broke and leaked. This occurred while transfusing blood to a patient. The reporter stated that ¿the bag of blood was completed when the break/leak was found.¿ there was no patient injury or medical intervention associated with this event. No additional information is available.